Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as broken , yellow skin irritation itself is more of a pressure ulcer due to vibration box. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. A wound nurse was contacted but has not inspected or prescribed anything for the wound as of yet. The psr placed a bandage to help soften area near vibration box. The outcome of the irritation is unknown as follow up attempts were unsuccessful.